Manufacturer narrative:
The device has not returned for evaluation. We are unable determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospital visit. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having a blood glucose (bg) reading of high (greater than 500mg/dl) and corrections with the pod would not bring the customer's bgs down. The customer reported getting sick and vomiting, so he went to the hospital. The customer reported getting corrections via syringe as well as an infusion (of an unknown substance).